Event description:
It was reported that pump experienced malfunction alarm without any notable events leading up to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if problem returned.